Event description:
Pt. Who underwent a cochlear implant ~13 years ago for profound deafness. He functioned reasonably well with his implant, but continued to be distressed regarding constant tinnitus. His device performance with respect to hearing perception has diminished in recent years, and he was diagnosed with a partial electronic failure 2 years ago. It was recommended that he consider an implant in his left ear or an explant/reimplant of the right ear due to the integrity test results and poor performance. Patient is now ready to proceed with an explant/reimplant of his right ear.